Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a connection issue between an implantable pulse generator (ipg) and an existing pacing lead approximately one day post implant of the ipg. A loose pin was suspected. Reprogramming was carried out. The ipg and pacing lead remain in use. No patient complications have been reported as a result of this event.